Manufacturer narrative:
An investigation is underway, the results will be forwarded upon completion.

Event description:
The customer reported that post insertion and tip placement verification via a chest x-ray, the purple plastic cap came off exposing a sharp wire, increasing the risk of injury when the rn was pulling the stylet out. No injuries occurred.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A physical sample was not received for evaluation, but a picture was provided for review. The photo was visually inspected, and the reported issue was confirmed; the hub was detached from the wire. A definitive root cause could not be determined based on all available information. The physical sample is needed for further investigation. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. We will continue to monitor the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.